Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 4. The first clip (20117r182) was advanced in the patient, however, was unable to grasp both leaflets. The clip was removed per the instructions for use (IFU) with no issue reported. A second clip (20131r155) was successfully implanted at a2/p2, reducing the mr to grade 3. A third clip (20421r175) was advanced in the patient and the leaflets were grasped. However, the physician thought too much tension was on the valve and mr was not being reduced. When the clip was removed, a small flail was noted due to a torn chord and the mr returned to a grade 4. A fourth clip (20217r156) was advanced in the patient; however, the leaflets could not be grasped due to the flail leaflet. The clip was removed per IFU with no issue reported. A fifth clip (20329r277) was advanced in the patient; however, there was difficulty grasping the leaflets and the mr could not be adequately reduced. The clip was not implanted and the patient went to surgery and had the mitral valve replaced. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information the cause of the reported positioning ailure (leaflet grasping) and unspecified tissue injury were unable to be determined. The reported unchanged mitral regurgitation was due to the tissue injury. The reported patient effect of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.